Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a malfunction that the drawer was not detected on the bus and stated it had failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer and all cubies had failed due to the retractor band. A field service engineer reseated the cabling and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.